Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three events were reported for this quarter. Three devices were received for evaluation. One event was confirmed during testing. One device was found to be affected by disassembly. Two device evaluations are in progress. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device disassembled. Three events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device disassembled. 3 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 previously reported events are included in this follow-up record.   Product return status: 1 device was available for evaluation but has not yet been received. 1 device was not available to stryker for evaluation. 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.